Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a trellis catheter. The customer reported the distal balloon ruptured upon repositioning catheter for 2nd run in the left femoral vein. First run completed w/o incident; aspirated and deflated balloon for reposition of catheter. Upon reinflation, balloon ruptured. Small vessel dissection with contrast extravasation noted in vessel at the site where the balloon ruptured. No intervention was required for the dissection. A new trellis was opened to complete the procedure. The pt had a dual right femoral vein per venography.